Manufacturer narrative:
Visual examination of the returned device found the threads were torn off. A review of the device history records was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the threads being torn cannot be positively determined. A potential root cause may be due to inadvertently cross-threading the set screw with the screw on the plate during the insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Lot unknown. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
It was reported that during final tightening of occipital plate the set screws would not lock in and appeared to be cross threaded. Several set screws were tried, in the end a new 31mm plate, set screws and final tightener were used and the case was able to be completed.